Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 27 mmol/l. Customer's other blood glucose value was 13.1 mmol/l and 15.5 mmol/l and 10.1 mmol/l. The customer experienced symptoms such as vomiting. Based on customer report customer does not allege pump was under delivering. The customer was treated with insulin pump. The device was not expected to be returned for analysis.